Event description:
An impella cp device was inserted into the right femoral artery in a 56-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the patient decompensated during the pci requiring emergent venous-arterial extracorporeal membrane oxygenation (va ECMO) cannulation. After the cannulation, the patient experienced ventricular fibrillation (vf). A clot was then noted in the left ventricle (lv). A few hours after insertion, the pump was successfully weaned. The post-procedure outcome is survived at explant. Arrythmias can occur if the impella is not correctly positioned. The impella cp device is contraindicated for use in patients experiencing mural thrombus in the left ventricle as documented in the contraindications section of the instructions for use (IFU).

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was unable to be determined due to insufficient clinical details.